Event description:
It was reported that during a revision surgery to address distal junction kyphosis, the surgeon noted tulip disengagements of three of the previously implanted xia uniplanar reduction screws. The screws were explanted and replaced. This report captures the third of three screws.

Event description:
It was reported that during a revision surgery to address distal junction kyphosis, the surgeon noted tulip disengagements of three of the previously implanted xia uniplanar reduction screws. The screws were explanted and replaced. This report captures the third of three screws.

Manufacturer narrative:
H6: coding has been updated to reflect investigation conclusion.